Event description:
The renegade hi-flo microcatheter was uneventfully delivered to the target internal carotid artery bifurcation aneurysm. However, the physician was able to advance the stent only to the middle of the catheter due to severe resistance encountered. The physician applied some additional force to overcome resistance in attempt to advance the stent and the renegade microcatheter hub fractured. As the physician was removing the stent from the patient, the stent prematurely deployed inside the catheter. The whole system was completely removed from the patient as one unit. There was no clinical consequence to the patient and the patient was reportedly 'fine'.

Event description:
The renegade hi-flo microcatheter was uneventfully delivered to the target internal carotid artery bifurcation aneurysm. However, the physician was able to advance the stent only to the middle of the catheter due to severe resistance encountered. The physician applied some additional force to overcome resistance in attempt to advance the stent and the renegade microcatheter hub fractured. As the physician was removing the stent from the patient, the stent prematurely deployed inside the catheter. The whole system was completely removed from the patient as one unit. There was no clinical consequence to the patient and the patient was reportedly ''fine.''

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire (sdw) was returned for analysis, the stent was not returned. There was no damage noted to the sdw. A large amount of blood was present in the renegade hi-flo catheter used with the stent delivery system indicating that insufficient flush was maintained in the procedure. The labeling states: ''establish and maintain continuous flush with sterile heparinized saline through the microcatheter per standard vascular practice.'' Therefore, it was determined that user error contributed to the reported event.